Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter field service engineer (fse) cleaned the flowcell, replaced the carbon bridge, sodium measuring electrode, and the modular chemistry sample probe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged the generation of erroneous na (sodium) patient results intermittently generated on their dxc 600 pro analyzer. There was no adverse event reported associated with this event. A review of qc (quality control) data from the remote management system shows high qc flyers occurred prior to, during and after this event. The customer stated that the samples were rerun on another instrument to verify the results. Data for five patient samples were provided; however, review of the data indicated only the results for two of the patients were confirmed to be erroneous.